Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient's catheter had been cut by their orthopedic surgeon. The patient had a back surgery on (B)(6) 2017. The patient was being referred to a spine surgeon for a catheter revision. The catheter was not in the intrathecal space, so the pump was put at minimum rate and the patient "could not use it now" as their ptm does not work at the minimum rate setting. It was also reported that the patient had lost their personal therapy manager (ptm). The patient's ptm would be replaced at the catheter revision if it has not been found at that point. No diagnostic/troubleshooting measures had been reported. It was confirmed that surgical intervention was planned, but it was unknown if it had been scheduled. The issue was not considered resolved at the time of the report. No symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included failed back surgery and intrathecal drug delivery.